Event description:
Echelon 35mm vascular stapler used once on patient. Load removed, second load loaded by st. Device closed and was handed to surgeon to pass through trocar. Surgeon passed stapler through trocar and tried to open stapler, and stapler would not open. Pulled stapler out of patient and tried to get it open. Would not open, stapler jammed shut. Manual release used once off the field.